Manufacturer narrative:
227109 evaluation statement: the reported event of an unspecified malfunction could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that when the pump was moved from the stretcher to the room in the bed after transfer from the ed the pump said system malfunction. All the channels were paused when this malfunction occurred however a backup pump was already in the room to replace the pump from the ed. No harm reached the patient.